Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("straightforward insertion both sides but on one side again, catheter tip had a fine wire still attached to it") and complication of device insertion ("straightforward insertion both sides but on one side again, catheter tip had a fine wire still attached to it") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced device breakage and complication of device insertion. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and physician reported a straightforward insertion on both sides but on one side again, catheter tip had a fine wire still attached to it. This event, interpreted as device breakage, is anticipated in the reference safety information for essure. In this case, despite of a straightforward insertion, physician noticed on one side a fine wire still attached to the catheter tip. Given the nature of the reported event, and since it occurred during insertion procedure, causality with essure cannot be excluded. This case was regarded as other reportable incident, as although the breakage did not lead to death or serious health deterioration, this might have occurred under less fortunate circumstances. Further information and product technical analysis are being sought.

Manufacturer narrative:
Device deployment issue ("straightforward insertion both sides but on one side again, catheter tip had a fine wire still attached to it, failure of the catheter tip to retract not a breakage"). The reporter provided no causality assessment for device deployment issue. The reporter commented: it was a case of failure of the catheter tip to retract, not a breakage. Physician was waiting for patient to have hsg and would feedback. Most recent follow-up information incorporated above includes: on 11-mar-2017: physician clarified event term and stated it was a case of failure of the catheter tip to retract, not a breakage - thus event term was changed and case was downgraded to "other event". Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and physician reported a straightforward insertion on both sides but on one side again, catheter tip had a fine wire still attached to it. According to the follow-up information, a failure of the catheter tip to retract occurred, not a breakage. Therefore, the event device breakage was deleted and a device deployment issue was considered. The event device deployment issue is regarded as anticipated in the reference safety information for essure. In this case, despite of a straightforward insertion, physician noticed on one side a fine wire still attached to the catheter tip. A hsg (hysterosalpingogram) will be performed (result is pending). Given the nature of the reported event, and since it occurred during insertion procedure, causality with essure cannot be excluded. This case was downgraded and not regarded as incident because neither hospitalization nor intervention to prevent permanent damage was reported. A product technical analysis is being sought.